Event description:
It was reported that the patient's pump was alarming again. Pump was powered off then on and the settings reviewed. Cassette was removed, gently tapped and tubing massaged to disperse air bubbles in line. The cassette was later replaced but alarm persisted. This was repeated several times but the alarm persisted while pump said run. Patient was advised to call clinic for further assistance. Understanding was verbalized. No additional details. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.